Event description:
It was reported that the patient underwent revision surgery (date not reported) for unknown reasons. Additional information has been requested but has not been made available as of the date of this report, june 11, 2015.

Manufacturer narrative:
Correction: the patient did not undergo revision surgery, as previously reported. (B)(4) 2015. The implanted device remains.

Manufacturer narrative:
(B)(4). Device is not avaiable for analysis.